Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper re-processing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported on the service order by (B)(6) that the motor device had an error no. 8 displayed on the console device. During service and evaluation, it was observed that the motor device had a damaged component - cable/cord/wiring, liquid damage (motor and control defective), defective coupling, and worn out hose. It was further determined that the device failed pretest for hand control and safety assessments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.